Manufacturer narrative:
Section e has corrected information: section e reporting institution phone #: (B)(6). An authorized philips dealer evaluated the device. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. Therefore, the cause for the reported issue could not be established.

Event description:
It was reported that the intellivue multi-measurement module x3 had a loudspeaker failure. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue multi-measurement module x3 had a loudspeaker failure. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.